Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received the active electrode migrated out of cochlea. Reportedly the recipient had an infection and cholesteatoma, which might have contributed to the observed issue. This is a final report.

Event description:
The electrodes array migrated out of cochlea. The user was reimplanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The electrodes array migrated out of cochlea. The user was reimplanted.